Manufacturer narrative:
B3: may is the reported month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was powering on and off intermittently. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 11-jun-2025. H3: one device was received for evaluation. Service history review identified no previous services. The complaint was confirmed during the power up test. The root cause of the issue was a damaged power switch. The switch was replaced. A performance verification test (pvt) was performed. The device passed all testing criteria.